Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported that the patient developed autoimmune disorder. During evaluation of the sample it was observed to be intact. No anomalies were observed. The lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: joint pain, frequent bronchitis, lupus and autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation surgery with two 380cc mentor smooth round high profile saline breast implants experienced joint pain, frequent bronchittis, lupus and autoimmune symptoms. Mentioned complications have not been confirmed by a physician. As a result patient had bilateral explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-19821 for contralateral prosthesis report.